Event description:
It was reported that poor barrier separation occurred during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter, "during use this batch, centrifuged the ppt tube after withdraw the blood of the paitient. The centrifugation parameters were 1600g, 3300 rpm, 2 minutes, used by the low temperature centrifuge, constant temperature 5 degrees. After centrifugation, it was found that the gel was not well separated, but did not affect the serum, and the visual separation gel was fused with the blood cells. Estimated affected qty: 1400ea."

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos for investigation. The photos were evaluated and the indicated failure mode for poor barrier separation with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Based on evaluation of the customer samples, the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. This complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description this complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis rationale complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor barrier separation occurred during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter, "during use this batch, centrifuged the ppt tube after withdraw the blood of the patient. The centrifugation parameters were 1600g, 3300 rpm, 2 minutes, used by the low temperature centrifuge, constant temperature 5 degrees. After centrifugation, it was found that the gel was not well separated, but did not affect the serum, and the visual separation gel was fused with the blood cells. Estimated affected qty: 1400ea."